Event description:
It was reported that the patient was experiencing healing issue and skin dehiscence at the lead extension site. The patient underwent an explant procedure in which the two lead extensions were explanted. The explanted devices will not be returned as they were discarded at the medical facility. The patient was doing fine postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn m365nm3138550. Model nm-3138-55. Serial/lot (B)(6). Batch 7072991.